Manufacturer narrative:
It was reported that the patient had instability of their left knee with synovium and dense fibrous tissue with reactive changes, fibrosis, mild chronic inflammation, papillary synovial hyperplasia, and focal foreign body granulomas. The itotal cr implant was explanted from the patient. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient had instability of their left knee with synovium and dense fibrous tissue with reactive changes, fibrosis, mild chronic inflammation, papillary synovial hyperplasia, and focal foreign body granulomas. The itotal cr implant was explanted from the patient.